Manufacturer narrative:
The service technician found the pt pressed the pt transfer button by accident causing the cushions to go flat putting him in the v position. The technician in-serviced the pt on the functions fo the bed to resolve the issue.

Event description:
The account alleged without touching any controls the bed moved into a v position. No pt impact.